Event description:
The patient experienced a loss of therapeutic effect; she was only feeling stimulation in her knees. There was no known accident or incident related to the event. The implantable neurostimulator (ins) was reprogrammed and coverage was improved; they were able to get stimulation from her belly button down both legs, but unable to restore the stimulation that she once had in her back. The x-ray (date not reported) and impedances were reported to be 'perfect'. The patient and physician decided to replace the system with a system from a different manufacturer. The day after surgery, the patient reported that the system that was implanted would be turned on in a week.